Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause could not be determined. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, wbcs may have escaped the lrs chamber late in the procedure. As this may have only occurred for a short time,the wbc contamination detection algorithms were unable to flag this failure before the collection completed. Based on the available information, it is possible though not conclusive, this failure maybe donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The donor unit ID was not provided by the customer. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. The 510(k) provided in the initial MDR does not exists for this catalog number since this product is not available within the us with no UDI available for this report.